Event description:
It was reported that the device exhibited far r-wave oversensing on the atrial channel. The patients medications were adjusted and the device was reprogrammed. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.